Manufacturer narrative:
Approximate age of device: 1 year, 1 month. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the vad coordinator is not willing to provide scans related to the patient's reported bad inflow cannula positioning as they are very guarded in regards to sharing patient information. The patient is doing "ok", has not had any low flow alarms, feels good and has a "pretty decent quality of life". No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had a mild increase in heart failure symptoms since (B)(6) 2015 including increased shortness of breath and fatigue. His lactate dehydrogenase (ldh) level has not increased from baseline, but an echocardiogram from (B)(6) 2015 showed no significant change in the left ventricle size despite multiple speed changes and there was also some right ventricular dysfunction. Chest computed tomography from (B)(6) 2014 showed an abnormal cannula position and there is concern that the patient may have bad inflow cannula positioning. A pump exchange was held off because it was not felt that the patient was a candidate at this time. The patient has not experienced any low flow alarms or changes in lvad parameters and is relatively stable. Clinicians are encouraged by the lack of an ldh increase. No additional information was provided.